Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side rupture. Patient also reported ¿rheumatoid arthritis" this event is not device related. Device remains implanted.

Event description:
Legal team reported on behalf of the patient, experienced the events of ¿implanted with biocell devices which plaintiff contends caused injuries. Such as manufacturing defect, failure to warn, breach of express warranty, design defect, negligence, consumer fraud, and loss of consortium¿ the device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Patient also reported ¿rheumatoid arthritis" this event is not device related. Device remains implanted.